Event description:
Customer reported memory discrepancy on advantage system. Customer received reading of 230 mg/dl, memory reportedly stored reading as 106 mg/dl. No adverse event reported. Requested return of suspect device, and replacement was sent.